Event description:
It was reported via repair work order that the fowler was unable to reach its lowest position consistently due to a damaged ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was unable to reach its lowest position consistently due to a damaged ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler was unable to reach its lowest position consistently due to a damaged ball screw. Follow-up submitted as further investigation determined the fowler had jerky motion due to damaged fowler ball screw assembly. This would be an annoyance; however, it is not likely to harm the patient as the fowler was still functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.